Event description:
It was reported that the pt underwent anterior cervical fusion implant surgery (c5-c7). During a routine follow up exam, x-rays showed the screw, located in the bottom right position, was backing out from the plate the screw interface. The nitinol ring appeared to no longer be present. The pt was asymptomatic. The hardware was removed. In the process of removing the plate, the adjacent contralateral screw also appeared to be outside the locking mechanism and in the beginning stages of backing out.

Manufacturer narrative:
No product was returned for eval. A review of the device history records did not identify any applicable non-conformances to specification.